Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and damaged inner and outer screw holes and a broken battery terminal harness was observed. A functional evaluation revealed the device would not power up to pressurize. The piston migration was at 1.7 inches. The reported failure was confirmed and the root cause is associated with a mechanical shock problem. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. The failure of not powering up has a root cause of a broken battery wire harness. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that failing to power up was a repeat issue.

Event description:
It was reported that, before a shoulder arthroscopy, the spider 2 was found to have a small crack. No patient involvement reported. Results of investigation have concluded that this unit will not power up to pressurize. Which makes it a reportable event.